Manufacturer narrative:
This was a user facility medwatch that vygon received from FDA. Vygon regulatory affairs contacted the hospital for additional info for this report as well as to request the device. The hospital advised they would send the used device for eval. Vygon expects to receive the device the week of may 16th. Once complaint has been fully investigated, vygon will submit results to FDA in a follow up MDR within 1 month of receiving the new info.

Event description:
The rn was attempting to place a 6f feeding tube for go lytely administration for a bowel prep with help of another rn. The rn measured the tube for placement, lubricated the tube and attempted to pass the tube via the right nostril. The rn met with resistance and removed the tube. Upon removal, the rn noted a small amount of bright red blood in the tube and around the nare and noted the tip of the tube was no longer present (approx 1 mm was gone, as cited by the rn). The pt remained pink, warm and well perfused throughout and after the procedure. A chest xray was ordered and it was verified that no pieces of the tube fell into the lungs as the xray was clear. No harm occurred to the (B)(6) as a result of this incident.